Event description:
The vad coordinator reported that bi-ventilator assist devices (di0vad) patient contacted her from their home and indicated that the tlci driver that was supporting the vads was making a grinding noise. It then began to slow down, alarmed "low pressure" and shortly thereafter the unit stopped running.the patient switched to a back-up driver without incident.